Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. Device was monitored and no missing segment/partial display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 105 mg/dl at the time of incident. The customer also reported that the screen part was unreadable. Customer stated the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.